Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: malfunction (batteries completely discharged) was reported to hamilton. The alarm was observable both visually and through hearing. -there is no patient involvement reported. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During non-clinical use the ventilator went into ambient mode and alarmed with tfs. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was that the device was not connected to ac power and is consequently a user error, attributed to the lack of necessary user actions. Although the root cause of the event was identified as use error, the incident remains reportable as a potential deterioration in patient's health condition (which did not happen) could not be fully excluded. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: - malfunction (bbatteries completely discharged) was reported to hamilton. - the alarm was observable both visually and through hearing. - there is no patient involvement reported. - neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.